Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2007; 407652 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported an infection occurred. It was further reported the patient was found passed out on the apartment flood and was brought to the emergency room. The patient was found to have elevated lactate and white blood count as well as acute encephalopathy. Blood cultures and urinalysis were negative. The patient was diagnosed with severe sepsis and acute organ dysfunction. The patient was treated with intravenous fluids and antibiotics. A computerized tomography scan was performed and noted pansinusitis but was suspected as being chronic in nature. The cardiac resynchronization therapy pacemaker (crt-p) system and absorbable envelope remain in use. The source of the sepsis was not identified. The patient was a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.